Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results using the inratio meter. Results as follows: date: (B)(6)2010, inratio: >7.5, re-test: >7.5. Nurse was sticking finger very early, before green light and possibly before putting strip in meter.